Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that the patient received fentanyl at unknown concentration and dosage via an implantable infusion pump. It was reported that the patient was taken off oral medication in order to get the pump. The patient was in pain for ten years. It was alleged that the patient had "this much medication going into him" and he was still in "this much" pain. It was reported that it was a disaster. The medication in the pump was changed to fentanyl recently and the healthcare provider (hcp) did an adjustment up to the "equivalent to 150 fentanyl patches, up from 100" but it was not working. The patient just had a computerized axial tomography (cat) scan in order to know if the pump was working and weather the pump was doing its job. The patient's mother was concerned that the hcp hasn't been able to get the pump to help with patient's pain. The event date was noted as 2017(B)(6) no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown dose and concentration) and on (B)(6) bupivacaine was added, via an implantable pump for spinal pain. The patients mother was concerned about her son's pump and stated that patient was implanted for pain in right leg and had lyme disease years ago which left some neurological damage. Patient did really well with the trial, during the trial his pain went down to like a 3 with dilaudid, that's why he decided to get the implant. After implant with the permanent pump, therapy had not been helping with pain in the right leg, it was better than oral medication but patient was still really struggling. At first patient only had dilaudid in the pump, patient had several adjustments, the consumer stated `it is a hard recovery'. The health care professional (hcp) asked him to wait about 3 weeks, to kind of hold steady, which he did, it seemed like he held steady for 3 weeks, it was not great but he did not have those spikes. Patient only uses his ptm. It does not get much better. On (B)(6), he had his first refill and they added bupivacaine. It was explained to him that the concentration would be better but it had not been, it had nearly been worse, patient had been doing worse. It seemed that patient did better before they put the bupivacaine. Patient went to emergency room (ER) on the week prior because of the pain and he had no medication. Ironically, they called his hcp and gave him some percocet which actually helped, the next day he saw his hcp again and he did some adjustments on tuesday. Patient was not any better. On the night prior when caller talked to patient he was still doing poorly, patient knew that it would not be perfect and that it is a little bit of a process but she thinks he should be more comfortable than that. On the week prior he could not even control the pain with this bolus, patient started to get really anxious about it. He was going to try some physical therapy and the consumer wanted to know if there was any way to know if the pump and catheter were working properly and if there is a specific place that they put the catheter in the epidural space and if the catheter slipped would patient be able to notice it etc. Consumer also wanted to know if struggling for a couple of months is not unusual, the consumer was just brainstorming what might be going on. The patient did not want to be a burden to his hcp, and did not want to go back to hcp too soon, that's why consumer called. The consumer was redirected to hcp. The consumer also said she thinks his next refill date is (B)(6). Patient was in one state and was afraid to go to his parents in a different state for (B)(6), so the consumer asked if patient can get a refill in the state where his parents were, the consumer was given the manufacturers locator website. No further complications were reported.